Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Healthcare professional reported that a patient received a coolsculpting treatment on (B)(6) 2018 and on (B)(6) 2022 to the lower abdomen using cooladvantage coolcore applicator and presented with paradoxical hyperplasia 42 months post treatment. The reported was described as "dense tissue throughout the treated areas that are different in character from the fat in adjacent areas. During attempted liposuction of the area under local anesthesia, it was noted that the fat was resistant to liposuction and difficult to treat. The treated area did not respond well to traditional liposuction and clearly would require vaser or other energy based devices for treatment of these areas". Patient had a liposuction without providing a quotation for serve or date of service.